Event description:
A surgeon reported that he noticed a mark on an intraocular lens (iol) during implantation, but left the iol in place because he thought it would not affect the pt's vision. However, the pt complained of post-op blurred vision. The surgeon replaced the iol.